Manufacturer narrative:
Two (2) 138104 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the devices packaging found fold over at the non-chevron side (manufacturer end) seal area. Both devices were dye leak tested. Testing found that sample 1 showed no signs of leak. Sample 2 exhibited penetration partially through the seal area however a full breach was not observed. The observed defects were likely caused due to improper loading into the seal machine during manufacture. A two-year lot history review shows a total of two complaints for this lot and failure mode. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. Safety tips: inspect and test each device before each use. Inspection: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor in (B)(4) rejected (2) 138104, electrode, blade, std. Ext. Insulated,4., due to an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection prior to distribution to an end user. This report is being raised on the basis of a device malfunction with potential for injury upon reoccurrence.